Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, biomechanical overload, pain. Loss 3 weeks after prosthetic insertion.